Manufacturer narrative:
This issue had no effect on patient outcome. They did not modify the surgical plan and completed the procedure successfully without navigation.the archive and 3d model shows that the patient was appears to have loose skin. Tracer data points were red and located beneath the skin on the anterior portion of the nose and lateral portions of the forehead. The tracer pattern also included data on the bow line which could have resulted an inaccurate registration. The tracer technique was not optimal resulting in inaccuracy. The system checkout passed and the software is functioning as designed.

Event description:
An ent surgeon alleged that, while in an ear, nose & throat (ent) procedure, the navigation system was approximately 5mm inaccurate post-tracer registration. The surgeon reported that patient registration failed using pointmerge, the software collected the anatomical points in quick succession when the registration probe was held superior to the patient's forehead. The surgeon attempted tracer registration twice more, with the same results. The surgeon stated good tracer pattern technique was being performed and the patient tracker's location matched on the 3d model with the patient's anatomy. The surgeon opted to abandon the use of the navigation system and halt the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Surgeon declined to provide the patient demographic information. Patient identifier and patient weight were not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Suspect part not returned to manufacturer for analysis.